Event description:
A home pt contacted baxter's technical svc center and stated that the homechoice device overfills him. The pt was not performing therapy at the time of the call. The baxter technical svc rep (tsr) reviewed the program, therapy log and alarm log. The therapy parameters were: continuous cycling peritoneal dialysis (ccpd), total fill volume: 17000ml, therapy time 10:00, fill volume: 2700ml, last fill volume: 700ml, cycles: 6. The initial drain alarm was set at 100ml. Home pt does a manual exchange during the day and said that he has drained as much as 2000ml during that exchange. The pt also reported that he had experienced discomfort, bloating and difficulty breathing. Tsr attempted twice to conference in the home pt's nurse and rec'd no answer. Home pt had one low drain alarm during the previous therapy. The total ultrafiltration for that therapy was 1496. The home pt will return the device for eval.

Manufacturer narrative:
Device has not been rec'd for eval at the time of submission of this report. A f/u will be submitted when eval results are available.